Event description:
The customer reported the system displayed communication failure error messages and would attempt to reboot itself. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Wires in the power cable were tightened and the ps1 power supply was adjusted. The system was tested and found to be working as intended and put back into service.